Event description:
It was reported that the patient had an infection and the lead was eroding through the skin. It was noted that they removed a small portion of the extension and a small portion of the lead was cut out. It was noted that the plan was to wait 3 to 6 months and they would re-implant the right lead. It was noted that the reporter was unsure of when the problem started. Additional information received reported that the reporter did not think a culture was taken. It was noted that the lead was exposed on the right side and the top of the head. It was noted that antibiotics were given post-operatively through a pic line. It was noted that the patient was doing well and was only getting therapy on the left lead now.

Manufacturer narrative:
Product ID: 3389s-40, lot# va00q98, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# va00q98, implanted: (B)(6) 2012, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va00q98, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# va00q98, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).